Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that a high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip. The event is detectable and preventable by handling device in accordance with the following instructions for use (IFU): gastrointestinal videoscope olympus gif-ez1500 operation manual. - chapter 3 preparation and inspection: - 3.3 inspection of the endoscope: inspection of the endoscope. Gastrointestinal videoscope olympus gif-ez1500 operation manual. - chapter 4 operation: - 4.3 using endoscopic therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burnt tip cover. There was no patient involvement.